Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged one day post implant. The physician elected to program the patient's device to right ventricular therapy only and not revise the lv lead. No adverse patient effects were reported.

Event description:
Boston scientific received additional information that this lv lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted a cut in the insulation 41 centimeters (cm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.